Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2011, product type recharger. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2011, product type programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The consumer and manufacturer representative reported that the patient was charging too often. The patient was recharging every other day. The therapy was not working anymore and the patient had to charge constantly to keep their therapy on. There was a drastic change in the recharging frequency over the 2 to 3 months prior to the report. The patient had not had any falls or trauma. Their coupling varied tremendously with activity and movement. The patient was re-educated on recharge coupling. The patient met with their doctor and decided to have their device replaced. The patient was using high energy outputs and had continued trouble getting optimal coupling due to the implantable neurostimulator (ins) position. The patient was receiving effective therapy after the replacement.